Event description:
During the case, one side of the grasper tip snapped off inside the patient. The surgeon was able to safely retrieve the broken piece, and the patient was not harmed.

Manufacturer narrative:
The associated product was not returned to microline inc., within 30 days. This complaint will be closed per qp4.19e. No further investigation is required.

Manufacturer narrative:
At this time, microline surgical, inc. Is awaiting the affected device back so an investigation can be conducted. Once the results of the investigation are available, a final adverse event report will be submitted.

Event description:
During the case, one side of the grasper tip snapped off inside the patient. The surgeon was able to safely retrieve the broken piece, and the patient was not harmed.